Manufacturer narrative:
Combination product: yes neither the complaint instrument nor the angiographic material was returned for analysis. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. Review of the product release documentation verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. It should be noted that the IFU warns against re-insertion if the orsiro sirolimus eluting coronary stent system was removed prior to expansion.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a mildly calcified lesion (99 percent stenosis degree) in severely tortuous lcx. The device did not cross the lesion. Subsequently, a 6f extension was used. The device was reinserted but could not cross again. After 2nd removal and change of the guiding catheter, the device was delivered but the stent was not there. It was confirmed that the stent was present before the first insertion. It is unknown when the stent dislodged. Another stent was implanted.